Event description:
It was reported that a malfunction occurred after the pump got a little wet from the rain, but it was not fully submerged. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not experience any further alerts or alarms, and with assistance from technical support, successfully reset the pump. The malfunction code did not recur afterward, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.